Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the lamp burned out during a vitrectomy procedure. The procedure was completed with no harm to the patient. Additional information has been requested.

Manufacturer narrative:
The system was examined and the reported event was confirmed (via event logs). The lamp was replaced to resolve the issue. The system was tested and found to meet product specifications. The system was manufactured on march 29, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming lamp. However, how or when the lamp became nonconforming cannot be determined conclusively. (B)(4).